Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the colonovideoscope exhibited foreign objects in the connecting tube, and the adhesive was adhered to the insert section. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than one (1) year since the subject device was manufactured. Based on the results of the investigation, olympus confirmed that the foreign material was adhesive residue from tegaderm (transparent adhesive film) based on the obtained information. It was unknown if the reprocessing was conducted in accordance with IFU. However, the foreign material possibly remained in the device due to the physical damage on the device from the obtained information. These suggested events are detectable and preventable by handling device in accordance with the following IFU. ¿IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories).¿ olympus will continue to monitor field performance for this device.